Manufacturer narrative:
The affected device was checked by biomed onsite and the logbook was provided for further manufacturer¿s investigation. Based on the investigation the reported event could not be confirmed. The entries logged on the date of event indicate a running ventilation with ventilation-related alarm messages as "mv low" and "leakage" and show user interactions like activating the audio pause button before two warm starts occurred. Warm starts were logged on the 5th of october 2020 at 11:03 a.m. And again at 11:17 a.m. Which corresponds with the reported information that the device was turned on/off twice via the rockerswitch. There were no entries logged indicating a device failure that could be related to these warm starts. The affected device was subjected to a 6 hours-lasting test run onsite but the reported issue could not be reproduced. Additionally the rockerswitch was tested onsite for proper function without a deviation. Based on the safety concept of the device a piezo alarm is activated in any case of a complete loss of function. The piezo is supplied via the rockerswitch and energized independently from the power supply; it will last for at least 2 minutes. As it was reported that no alarm was generated by the device, it is assumes that either the piezo alarm was not recognized by the user or the device had been switched off via the rockerswitch. In case of a faulty rockerswitch the device would be permanently in the status on as a safety measure. There was no device failure found, however, testing the device as per manufacturer¿s specifications is recommended. The log provides evidence that the ventilation was already disturbed before the two warm starts occurred.

Event description:
It was reported that the device was turned off without any alarm sounding while in use on a patient and that the ventilation had stopped (oled was also off). There was no patient injury reported.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device was turned off without any alarm sounding while in use on a patient and that the ventilation had stopped (oled was also off). There was no patient injury reported.